Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation showed that the guidewire broke into two segments (due to torsional overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 10.5 cm from the distal tip. Results: catheter lumen. (B)(4).

Event description:
Treatment of a cerebral arteriovenous malformation. It was reported during catheterization, the tip of the guidewire separated inside the catheter. The entire system was removed from the pt, including the guidewire. No pt injury reported.